Event description:
As part of the manufacturer's recall campaign, the patient went to have the device implanted in 2018 checked right-sided hip prosthesis. The x-ray control showed a slight decentration of the prosthetic socket and beginning osteolysis in the acetabulum as a sign of inlay wear. This could happen an inlay change on (B)(6) 2023 to a vitd-hardened, specially approved inlay (novation xle, neutral liner, group 1, ref (B)(4), sn (B)(6). As part of the replacement operation, the inlay exchange, determination of solid cup integrity as well as curettage and sealing of the cysts socket bearing using allogeneic cancellous bone and changing the prosthetic head. Diagnosis that led to implantation: primary coxarthrosis.

Manufacturer narrative:
H3: pending investigation. D10: 5372060 180-01-50 - crown cup,cluster-hole gr.50. H7: z-1732-2022.

Manufacturer narrative:
H3: based on the available information, the patient involved meets the following risk criteria for early prosthesis wear as specified in the hhe: largest available femoral head and/or thinnest available acetabular liner was used. The most likely underlying cause for the revision due to early prosthesis wear reported is a combination of risk factors specified in the hhe. However, this cannot be confirmed from the reported information and the devices were not available for evaluation.

Manufacturer narrative:
Correction: h6 clinical code and component code.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 investigation findings.